Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure and after the lead had been placed, the guidewire could not be inserted into the lead. Several other guidewires were attempted with no success. The implanting physician removed the lead for examination, but was unable to find the problem. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that there was blood on the distal conductor of the lead and it was obstructed. There was blood on the stylet/guidewire. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned in segments. There is blood in the distal conductor at 2.3 cm and it is occluded. There is blood at the distal end of the returned gray 14-58 stylet. Stylet insertion test could not be performed due to the lead being returned in two segments. If information is provided in the future, a supplemental report will be issued.